Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported a line-blocked alarm right after eating, which had caused the sensor glucose to be read as ¿high.¿ the sensor glucose had been recorded at 401 mg per dl. It was confirmed that the pwd had not required emergency services. The pwd had changed out the infusion set only and had administered an injection of fiasp to address the high blood glucose. The pwd had been using humalog in the pump. There were a patient involvement and no adverse event reported.